Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump display screen is frozen and the keypad buttons are not responsive. The customer's blood glucose reading was 250 mg/dl at the time of incident. No further details given.

Manufacturer narrative:
No frozen screen was noted. The pump had intermittent button response due to a flattened act button dome switch. No unlocked lcd keypad connector noted. The pump had minor scratches on the lcd window, a cracked reservoir tube lip and a scratched reservoir tube window.